Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplement MDR report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, the unit started auto triggering and the oxygen concentration was decreasing. The ventilator was replaced. There was no harm to the patient. (B)(4).